Event description:
It was reported that a lead integrity alert (lia) was triggered due to right ventricular (rv) lead short interval counts (sic) and non-sustained episodes (nst). The clinician described the nst episodes as t-wave oversensing (twos). The clinician opted to program detections and alerts off. The rv lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, lead, implanted: (B)(6) 2008. (B)(4).